Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Placement of the first prostyle suture was successful. Reportedly, when placing the second prostyle device, no suture was attached to the needles when the plunger was pulled. The sutures of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.